Event description:
It was reported during in clinic follow up that the patient presented with arrhythmia. Pacemaker exhibited several magnet response episodes and was unable to be interrogated. Device reset was done in attempt to return the device to normal function but was unsuccessful. The device was explanted.

Manufacturer narrative:
The reported events of inability to interrogate and inappropriate magnet response were not confirmed. The device was received with normal telemetry communication and output. Device image analysis shows that elevated current was noted after the explant of device. Functional tests performed, showed elevated current during the preliminary test. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.